Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that there was a possible under infusion of veletri with a smiths medical, cadd medication cassette. It was reported the end user was not feeling well, bad aches and pains and her face got pale, and she was clammy which happened before with a bad cassette. Per reporter the end user attached a new cassette and reported feeling better. The reporter also indicated that her doctor is aware of her fatigue and breathing difficulty and thinks her pah is advancing, antibiotics were prescribed. No adverse patient effects were reported no additional information is available at this time.